Event description:
The hospital maintenance person reported that a nurse injured her wrist while leaning against the bed and the bed popped out of the brake mode. The hill-rom field technician investigated the incident and found that the nurse received a slight sprain of the wrist and was able to return back to work. The wrist and arm were x-rayed with no signs of injuries. The hospital maintenance person repaired the bed by replacing the brake caster and associated hardware.